Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-229561 was reported in error. Please disregard initial reporting of the MDR regulatory awareness date, as this information should have been 8/11/2025 per the parent complaint.

Event description:
Subsequent to the initial MDR, additional information is required.